Manufacturer narrative:
Device technical analysis: the 6 x 3.00 mm wolverine device was returned for analysis. Visual, tactile, microscopic and wire insertion analysis was performed on the device. Visual and tactile inspection of the device revealed no abnormalities in the hypotube shaft or the shaft polymer extrusion, with no evidence of kinks or damage. Microscopic analysis confirmed that the balloon material exhibited no tears or pinholes and was returned in a deflated state. All blades were fully bonded to the balloon and showed no signs of damage. The tip profile was intact with no observable defects, and both the proximal and distal markerbands were free of damage upon detailed examination. During the wire insertion test, the device successfully loaded and tracked over a 0.014" guidewire, indicating proper functional performance. Inspection of the remainder of the device presented no other damage or irregularities. Device history review: a review was completed of the device history records (DHR) for the wolverine coronary cutting balloon monorail, part #h74939403063000, batch #0037218423. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the wolverine coronary cutting balloon monorail device confirmed that the event of catheter froze on wire is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause not established.' This code was selected as the most probable complaint cause based on the complaint information available. It was reported that the device froze on the wire. During the procedure, it was noted that the device became stuck with the non-boston scientific guidewire. The catheter and the guidewire were removed as one unit. The returned device analysis identified no issues with the device, and the device could be loaded and tracked over a 0.014'' guidewire without issue. One possibility that during withdrawal, each time the wolverine was pulled, the 0.014 non-boston scientific (non-bsc) guidewire was pulled back as well and the wolverine device become stuck onto the guidewire.

Event description:
It was reported that the device froze on the wire. The patient presented with angina. The greater than 70% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex. A 6 x 3.00 mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). Post rotablation performed, the balloon catheter advanced smoothly over the guidewire without resistance. The wolverine balloon was inflated to 12 atm and used for the dilatation. However, during withdrawal, each time the wolverine was pulled, the 0.014 non-boston scientific (non-bsc) guidewire was pulled back as well. The wolverine device become stuck onto the guidewire. The wolverine was fully deflated, and both the balloon and the guidewire were simply removed together from the patient in a single piece. Due to guidewire position was lost, another lesion preparation was attempted using another a 6 x 3.00 mm wolverine. The same issue occurred, with the wolverine and guidewire again withdrawing together as a single unit. Although this prolonged the procedure, the procedure was completed with another wolverine device. No patient complications were reported, and the patient fully recovered.

Event description:
It was reported that the device froze on the wire. The patient presented with angina. The greater than 70% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex. A 6 x 3.00 mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). Post rotablation performed, the balloon catheter advanced smoothly over the guidewire without resistance. The wolverine balloon was inflated to 12 atm and used for the dilatation. However, during withdrawal, each time the wolverine was pulled, the 0.014 non-boston scientific (non-bsc) guidewire was pulled back as well. The wolverine device become stuck onto the guidewire. The wolverine was fully deflated, and both the balloon and the guidewire were simply removed together from the patient in a single piece. Due to guidewire position was lost, another lesion preparation was attempted using another a 6 x 3.00 mm wolverine. The same issue occurred, with the wolverine and guidewire again withdrawing together as a single unit. Although this prolonged the procedure, the procedure was completed with another wolverine device. No patient complications were reported, and the patient fully recovered.